Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('since I had the essure removed, I have gradually got my life back') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). It was unknown whether any action was taken with essure. At the time of the report, the medical device removal was resolving. The reporter considered medical device removal to be related to essure. The reporter commented: when essure was still implanted, she was able to do less and less, and she could barely work and care for her children anymore. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('since I had the essure removed, I have gradually got my life back') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). It was unknown whether any action was taken with essure. At the time of the report, the medical device removal was resolving. The reporter considered medical device removal to be related to essure. The reporter commented: when essure was still implanted, she was able to do less and less, and she could barely work and care for her children anymore. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.